Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with a malfunctioning inflatable penile prosthesis (ipp) after 7 years of use. An ipp replacement surgery was performed and during the procedure it was noticed that the tubing cracked just below the base of the reservoir. A leak was the cause of the malfunction. The procedure was completed successfully with no complications and the patient is expected to fully recover.